Event description:
The pt rec'd a scs sys. It was reported that the pt is not feeling stimulation. His programmer is not locating the ipg and it is making a very rapid short beeping sound when the programmer first turns on and after that it does not make any other sound. Programmer, wand and battery compartment replacement were sent to pt, but did not resolve the issue. The pt is scheduling an appointment to meet with his physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.